Event description:
Product analysis was completed for the explanted generator, and the reported ifi = yes. Allegation was duplicated in the product analysis lab. Results of bench diagnostic testing indicated the device was operating properly with neos set to yes. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator suggests a near neos battery partially depleted condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received for the patient's upcoming prophylactic generator replacement surgery. On the patient's appointment on (B)(6) 2012, the patient reported three seizures in the last three months and felt that they have lasted a little longer than the ones in the past. The patient was referred for generator replacement with ifi=yes. On the previous visit on (B)(6) 2012, the generator was not indicating a near end of service flag at this visit, and the patient's settings were unchanged on this appointment. In a note dated (B)(6) 2011, the patient's staff reported that the patient had 11 seizures in the last nine months which was stable for the patient. Although surgery is likely, it has not occurred to date. Attempts for additional information from the physician's office have been unsuccessful to date.

Event description:
The patient had prophylactic generator replacement surgery on (B)(6) 2012. The ifi indicator was triggered per the company representative. Additional information was also received from the referring physician indicating that the long seizure durations first began around (B)(6) 2012. It is unknown if the increased seizure duration is related to vns, but the physician noted that it may have been related to the lowering battery life. Therefore, the generator was replaced prophylactically. It is unknown by the physician if there were any causal or contributory programming changs, medication changs, or other external factors that preceded the onset. The explanted generator was received by the manufacturer for analysis, however it has not been completed to date.

Manufacturer narrative:
Date of event, corrected data: the additional information received provides that the initial report inadvertently reported the incorrect date.